Event description:
The customer was called and he reported that he was hospitalized for high blood glucose of 1700 mg/dl and a blocked artery. Customer was reportedly in a coma for 4 days and then had surgery to repair blockage. The customer was wearing the insulin pump at time of hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.